Event description:
A surgeon reported that the irrigation continued to flow though it had been switched to air substitution before inserting silicon oil into the eye during a vitreoretinal procedure. To resolve the issue the infusion cannula was clamped and the irrigation stopped flowing. The procedure was completed without any consequences to the pt.

Manufacturer narrative:
A product sample has been requested; however, it has not been received for eval at the mfg site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).